Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2012. According to the complainant, the physician experienced difficulty advancing the jagwire through an ultratome. After managing to advance the guidewire through the tome into the common bile duct, the tip of the guidewire detached, exposing the tip of the corewire. The detached fragment was later removed by using and extractor retrieval balloon. The procedure was completed with the original tome and a different guidewire. There were no patient complications and the patient's condition was stable.

Manufacturer narrative:
A visual examination of the returned device revealed that the pebax tip had detached, exposing the tip of te corewire. There was no presence of adhesive remnants found indication that the pebax was nt properly attached to the corewire. There was no evidence of a corewire fracture and the ptfe jacket did not present any anomaly. Corewire distal end and pebax were sent to the lab for analysis. Estane residues were found in a non-continuous distribution in the inner surface of the pebax. No estane, primer or pebax residues were identified in the core wire surface. Therefore, the most probable root cause is manufacturing. Since the manufacturing of this complaint device, a corrective action has been initiated to address this issue a DHR (device history record) review was performed and no deviation was found. Labeling review performed and no anomaly was found.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2012. According to the complainant, the physician experienced difficulty advancing the jagwire through an ultratome. After managing to advance the guidewire through the tome into the common bile duct, the tip of the guidewire detached, exposing the tip of the corewire. The detached fragment was later removed by using and extractor retrieval balloon. The procedure was completed with the original tome and a different guidewire. There were no patient complications and the patient's condition was stable.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown the reported event of tip detachment. The device has been returned for evaluation; however, a failure analysis of the complaint device has not be performed so the root cause of the reported issue could not be determined. However, following the completion of the failure analysis, a supplemental medwatch will be filed.